Event description:
It was initially reported that the customer's device had some burned components internally. The customer later reported that the device doesn't actually power on at all. There was no report of any patient use associated with the reported device issue.

Manufacturer narrative:
(B)(4). Physio-control has provided the customer information regarding the replacement parts that they will require. The customer has not decided on whether or not the device will be repaired. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.